Event description:
Customer reported having an issue with the motor on the insulin pump. Customer stated that the insulin pump was giving her too much insulin in the past and then stopped giving her any or just little. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.